Event description:
Based on information obtained, decision is not reportable at this time. The patients device was explanted due to a recharge burden. The manufacturer cannot confirm malfunction of the device.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. The patients device was explanted due to a recharge burden. The manufacturer cannot confirm malfunction of the device.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient underwent surgery to replace the ipg for reason unknown.